Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.0/1.0/091 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. Low vault with rotation was observed, lens remains implanted. In the reporters opinion the cause of event was the device. For cause details the reporter stated " the toric lens is continuously rotating within 5 month follow-up interval, over 330 degrees. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).